Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they measured an activa rc in constant voltage and it turned out that contact 10 of the left electrode gave high impedances (11,500 ohms). This contact point was also used for stimulation. All other points of contact were fine. The patient was currently still experiencing good therapy and to the patient's knowledge there had been no notable incidents of a fall or accident. The patient did say they have an electrical sensation in their chest that they noticed mainly when the battery was charging. They also had to charge the battery more often lately.